Event description:
During the surgery, they opened the package and found that the cup was not fixed properly within the blister pack. The cup moved inside and there were some scratches on the surface of the blister. They used another cup and there was no adverse outcome to the pt or user due to the event. The reported unit was discarded and the lot number is not available.

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the manufacturer. Device was discarded. If additional info becomes available, it will be submitted in a supplemental report.